Event description:
Additional information received reported the patient had pain at the device site due to the position of the implantable neurostimulator (ins). The system was working normally and providing effective therapy. Troubleshooting had been done and the patient¿s healthcare professional determined the pain was caused by the position of the ins. The patient was doing well and receiving effective therapy at the time of this report.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient had sciatic pain from the implantable neurostimulator (ins) location and therapy impedance was greater than 4 ,000 ohms. The patient had this pain since implant in 2006. The patient¿s healthcare professional (hcp) would move the ins to relieve the pain. The patient¿s therapy was good. The patient was programmed to 0-, 2+ at 15, 210, and 0.2v on program one and 4+, 5-, 6+ at 15, 210, and 0.2v on program 2. Therapy impedances for both programs were greater than 4,000 ohms. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).